Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient reportedly discovered the fluid leak during dwell 4 of 5. Prior to discovery of the fluid leak, there was an ¿m31 air detected in cassette¿ alarm that occurred. After informing the ts specialist of the fluid leak, the patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. The patient stated they would complete their treatment by performing an alternate form of pd therapy. Additional information was obtained through follow-up with the patient and the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient did not experience any adverse effects or develop any signs or symptoms of peritonitis. The patient¿s peritoneal effluent had remained clear. It was unknown if the patient had completed their treatment; however, it was confirmed that they were trained to perform manual pd therapy, as well as stat drains if necessary. During follow-up with the patient, it was confirmed that the replacement cycler had arrived. The patient was continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The patient stated there was no visible damage on the cycler set. The cycler set was not available for evaluation as it was reportedly discarded. In addition, the patient was unable to provide a lot number for the cycler set.